Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that they are going to a pain clinic as they have been experiencing a lot of pain in their back. The patient thought it was due to a compression fracture. The patient was helping a friend move and was lifting things she was not suppose to. The patient had an x-ray and was scheduled for an MRI but couldn't have it performed because a manufacturing representative (rep) was not there to turn it off and confirm MRI compatibility. The patient had to reschedule. The patient's doctor turned their device off to prevent any complications until the MRI in case the patient did have a compression fracture. Indication for use includes complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.